Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that once the revision surgery was completed (it¿s reported as (B)(4)). It was reported that the removal surgery was performed on (B)(6) 2020 by explanting the duraloc 300 series cup (p/n: unknown), the duraloc polyethylene liner (p/n: unknown), the hole eliminator (p/n: unknown), the metal head (p/n: unknown), the solution stem (p/n: unknown) due to infection, armd. It was confirmed that it was discolored at the stem-neck junction to black like ring shaped and it was metallosis, there was cloudy synovial fluid from the joint and part of pseudotumor, also there was pus caused by infection. Osteolysis due to metallosis was progressing, and the greater trochanteric bone was brittle and partially osteolysis occurred the bone. The fixation between the bone and the implant was so strong, crush fracture was occurred. Cement spacer mold was indwelled, and the surgery was completed within a 30 minutes surgical delay. No further information is available.